Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified middle left anterior descending artery. A3.25mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during initial inflation at 12 atmospheres for 5 seconds, the balloon ruptured. The device was removed without any problem, and a pinhole was noted. The procedure was completed with a different device. No patient complications nor injuries were reported, and the patient condition was good post-procedure.